Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was "high", although specific value not provided. Bg level was corrected with a correction bolus via the pump. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.